Event description:
Additional report of "non-adherent, very liquid, intracapsular rupture."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured implant exchange.

Event description:
Healthcare professional reported left side rupture and textured to smooth exchange. The device has been explanted.